Event description:
It was reported during an angioplasty procedure, the device balloon allegedly twisted and failed to inflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation. The device was noted to have twisting and striations to the balloon portion. Negative pressure was pulled on the balloon and the balloon was able to deflate without issues. The guidewire lumen was flushed and the guidewire was inserted through the device without issues. The balloon was then inflated to nominal pressure and the balloon was noted to maintain uniform shape and pressure. The balloon was then deflated without issues, however twisting was still present at the balloon site. Therefore, the investigation is confirmed for the reported twisted material, as the device was returned with material twisting to the balloon portion. The investigation is unconfirmed for the reported inflation issue, as the device was able to be inflated and deflated without issues while maintaining uniform shape and pressure. However, the definitive root cause for the reported material twisting and inflation issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported during an angioplasty procedure, the device balloon allegedly twisted and failed to inflate. The procedure was completed using another device. There was no reported patient injury.